Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient was requesting assistance locating a physician to repair/re-do the surgery that was just done on their pump with repositioning it. It was further clarified that their pump was repositioned and the healthcare provider put the pump currently up under the patient¿s bottom rib. This had left the patient in an incredible amount of pain and caused a hairline fracture in her bottom rib. The date of the event was not specified. No further patient complications have been reported as a result of this event.